Event description:
The device was implanted on 10/7/96 for infusion of chemotherapy for treatment of cancer. On 10/18/96, the facility's clinical coordinator informed the MFR that on 10/16/96 during a device refill there was no return volume, thus the reservoir volume was believed to be 0 ml and the device was thought to be dry due to a fast flow condition (predicted flow rate -1.7 ml/day: calculated flow rate > 3.6 ml/day). The device was refilled with 32 ml of chemotherapy drug. On 10/18/96 the device port was accessed to determine patency due to the belief on 10/16/96 that the device was empty. The device port flushes easily and was determined to be patent. During this procedure it was noted that the pt's skin surrounding the device and device septum was bruised and discolored. On 10/19/96 the device was accessed to assess the device flow rate. The return volume was 7 ml and the calculated flow rate since the last refill on 10/16/96 was 8.3 ml/day. The returned fluid was described as clear. Chemotherapy was discontinued and the device was refilled with heparinized saline. It was further reported that the pt's skin condition appeared very ecchymotic with some blistering over and around the device.